Event description:
It was reported via a literature entry "a case of severe heart failure using bicarbonate based impella purge solution as an alternative to heparin" that an implanted impella cp pump developed low purge flow prompting pump replacement. There was no noted patient harm.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The following sections are blank as little details were provided in literature article: d.4 model number, catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown.

Manufacturer narrative:
No product or data logs were returned for evaluation. High purge pressure: clinical details noted that impella cp was used with argatroban as a purge solution and decreased purge flow was observed. Pump was replaced and purge was switched to sodium bicarbonate and purge flows and pressures were able to be maintained. The root cause of the high purge pressure could not be definitively determined as no product or log were returned for evaluation. Thrombocytopenia: a failure mode of "thrombocytopenia" was added to the investigation based on clinical details that patient was experiencing heparin-induced thrombocytopenia while on impella support. The cause of the thrombocytopenia was not determined due to insufficient clinical details.

Manufacturer narrative:
Instructions for use: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27388. B2 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27388. H1 type of reportable event was erroneously selected on the initial manufacturer device report number 1220648-2025-27388. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2025-27388. H6 health effect - impact code 4614 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27388. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27388. No changes in investigation results previously reported in manufacturer device report number 1220648-2025-27388-1.